Event description:
Family member called alleging high readings on pt's meter compared to the lab. The family member reported blood glucose results of 11.7mmol/l with a lifescan meter and 6.3mmol/l on a lab device, performed within 1 min of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Control solution was done several times on the subject vial of test strips and they all fell out of range. Customer svc tried different test stips and that also fell out of range. Customer service is replacing meter and test strips. The family member did not change any of pt's medication due to the inaccurcy. Based on the info provided, this case is being reported as a malfunction.